Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication at unknown concentration via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery. It was reported that the patient's pump was replaced in 2013 because the battery was not working properly. No symptom was reported and no further complication was reported.

Manufacturer narrative:
Patient code (B)(4) no longer applied. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer indicated that the patient first noticed increase in pain in (B)(6) 2013. There was no way to tell if battery quitted until refill date when volume of medication had decreased very little when measured in (B)(6). There was no change in activity or device programming when the event occurred. Patient's weight was "about (B)(6)". No further complication was reported.